Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test high" was not reproduced. Evaluation sent the device for flow rate accuracy test at a rate of 40 (ml/hr), results are as followed: delivery rate of 40 (ml/hr) with a volume to be infused of 40 (ml) with a delivery result of 41.072 (ml) with error % of 2.68 which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test high during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: an event occurrence date was not provided, however a review of the last days of customer use revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.